Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. A specific cause for the reported event could not be conclusively determined. The center reported that the patient expired on (B)(6) 2016 due to terminal extubation. Per the vad coordinator, all available information was provided. No alarms were reported for this event. It was reported that heartmate ii lvas, serial number (B)(6) was not explanted for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome the patient expired due to terminal extubation. Per the vad coordinator, all available information was provided. No further information was reported.